Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient had been having diarrhea for the last few days and wanted to change the settings. The patient was assisted with connecting to their implant and changing programs, as they requested. The patient would maintain stimulation level and would continue to track symptoms. The patient confirmed comfortable stimulation in bicycle seat area. The patient stated they had a new healthcare provider (hcp) and would call back with that information. On 2025-mar-17, the patient called back to update their hcp information. Additional information was received from the patient on 2025-mar-20. They reported that all of a sudden, they felt like their stimulation was up too high. The patient was offered assistance, but they did not have their equipment with them during the time of the call. The patient stated they would call back for further assistance. The patient called back with their equipment and spouse present. The patient's spouse was able to connect to the ins independently and the patient decreased the therapy by 0.2 ma. The patient would continue to monitor their symptoms and stimulation.